Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: device model number, serial number and expiration date; device manufacture date: device manufacture date.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the event could not be confirmed, investigation results suggest/indicate procedural factors (positioning of the valve), may have contributed to the aortic injury and subsequent aortic root/aorta ascendance replacement with a biological conduit. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the conduct-pro study, shortly after the implant of a sapien 3 valve (size unknown), a deterioration of the patient hemodynamics occurred. Echo showed a pericardial effusion as a consequence of an aortic injury due to the prosthesis positioning. An immediate pericardial puncture was performed without success. An exacerbation occurred post valve implant at the lesion. The procedure was converted to conventional, open surgery and the event was resolved. Reanimation with the initiation of cardiopulmonary bypass (cpb) was performed. The aortic root and aorta ascendance were replaced with a biological conduit. The valve remains implanted in the patient. The native annular valve area measured 0.60cm2 by tte. Information regarding the degree of valvular calcification was not provided.